Event description:
An (B)(6) may have been impacted by clinical alarms - telemetry unit not sounding. Monitored appeared to show asystole but alarms either silenced or not fired. Investigation pending on this event. Patient was a full code.